Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified excessive wear to multiple surfaces of the bearing, as well as it being fractured in half. The rep could not confirm what damage was present prior to explant, and did indicate that additional damage occurred while explanting. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malrotation or fracture of the inner liner of the left hip dual mobility arthroplasty a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 2 years, 3 months and 24 days post implantation due to the liner being out of place and the bearing being damaged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110031011 item name vivacit-e dm bearing lot # 64912133. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.